Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275 , serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 97792, lot# n569452, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: accessory.

Event description:
A health care provider (hcp) reported on (B)(6) 2016 that a patient's spinal cord stimulation (scs) system was explanted after the leads had migrated and the pain relief was not good. Lead migration had led to decreased pain relief. The explant occurred on (B)(6) 2016, and the devices were discarded by the customer. The indications for use were non-malignant pain and complex regional pain syndrome type 1. The issue was noted to be resolved at the time of report.

Manufacturer narrative:
Corrected date that the initial regulatory report was submitted from 2016-02-24 to 2016-03-22.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.